Manufacturer narrative:
The investigation was completed. The root cause of the reported event was determined to be related to process controls during manufacturing at the petal forming station. At this time, the affected product has been discontinued, and no further manufacturing will be undertaken. If production is resumed in the future, improved process controls will be implemented at the petal forming station prior to manufacturing. Additional information: g3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: if follow-up, what type? H6: investigation findings, investigation conclusion. H11: manufacturer narrative.

Manufacturer narrative:
The investigation is in process. A supplemental follow-up report will be submitted upon completion.

Event description:
Report 3 of 4. Non-us event; occurred in canada. Consumer reported the pessary applicator was already opened and pushed out prior to use. She did not use the product.